Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 22.6 mmol/l at the time of incident and treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Current blood glucose was 22.3 mmol/l. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched. Customer did not allege pump was under delivering. Customer was assisted with troubleshooting for high blood glucose level. Customer also reported insulin pump had a insulin pump error. They were able to clear alarm and rewind process, but self test was failed. The insulin pump will not be returned for analysis.